Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 11jun2014 to the present date 15jan2021 and confirmed that this device was previously returned for servicing.

Event description:
The customer reported cracked front and rear case. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported cracked front and rear case. There was no patient involvement.